Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inflammation, swelling, redness and hot to touch at the ipg site due to infection. The patient underwent an ipg replacement procedure, the pocket site was moved to different location and the infection site was irrigated and cleaned. The patient was placed on antibiotics and was doing well postoperatively. The explanted ipg was discarded by the medical facility.